Manufacturer narrative:
The pump was not returned for investigation. Data log review was not required for the investigation. The cause of the sterile sleeve damage issue was not determined without returned product investigation and sufficient clinical details. Cthe cause of the access site pain was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced pain at the access site. Pain medication was given intravenously. Additionally, the anticontamination sleeve became detached from the catheter. Tegaderm was used to cover the damage.